Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient had a back surgery that had caused the infection. The patient was treated with intravenous antibiotics. There was no additional adverse patient effects were reported. This lv lead was explanted.